Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer¿s current blood glucose level was unknown mg/dl. The customer stated that insulin pump gives the insulin flow block alarm. The customer did not experience any symptoms such as result of high blood glucose. Troubleshooting was declined by the patient for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.